Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported that during the implant procedure, after connecting the lead to the device, while using only a "slight pull" the competitor lead was disconnected from the device. Several attempts were made to secure the lead, but the same thing happened. A new device was used with success. No patient complications have been reported as a result of this event.